Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 288 mg/dl at the time of incident. Customer also reported that the insulin pump was making a high pitched noise. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the self test, displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. No unexpected high pitched noise or audio beep or alarm anomaly noted. All buttons functioning properly. No damage in keypad assembly noted. Inspected lcd connector and no unlocked connector noted. Insulin pump had cracked case at display window corners, cracked reservoir tube lip and minor scratched display window.